Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a pump with a non-working "channel select" switch on channel "a." This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.